Manufacturer narrative:
Philips service replaced the geometry pc and reloaded the software, restoring the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry pc failure caused loss of table movement on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.